Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative a right atrial (ra) lead possibly perforated the superior vena cava (svc). The patient was transferred to another facility. The ra lead was removed and replaced. A new implantable pulse generator (ipg) was implanted on the contralateral side. No further patient complications have been reported as a result of this event.